Event description:
It was reported that a holter monitor displayed pauses. The patient complained of occasional syncope. Multiple ECG strips showed pauses of up to five seconds in duration. Intrinsic atrial activity was noted during the pauses with loss of r-wave/ventricular pacing. At a subsequent follow- up, several attempts to recreate the inhibition were unsuccessful. X-rays were negative for malposition or physical anomalies.